Manufacturer narrative:
Medtronic received the following information for a journal article entitled;treatment of stanford type a aortic dissection with triple pre-fenestration, reduced diameter, and three-dimensional-printing techniques: a case report. Zhang m, tong yh, liu c, li xq, liu cj, liu z. A case report. World journal of clinical cases 2021; 9(1): 183-189 doi: https://dx.doi.org/10.12998/wjcc.v9.i1.183. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented to hospital with complaints of sudden chest pain that had lasted a week. A cta was performed which showed a stanford type a aortic dissection. The intimal tear was located at the top of the aortic arch and retrograded to the ascending aorta. Preoperatively, a three-dimensional (3d)-printed model of the aortic arch was made according to cta data. Then, under the guidance of the 3d-printed aortic model, a pre-fenestrated 40 mm × 200 mm valiant captivia stent graft was customized. The fenestrated valaint captivia and also non mdt stents were implanted. Angiography showed that all the stents were in the correct positions without obvious endoleak, and the three branches of the aortic arch were unobstructed. A cta was performed 3 months following the surgery, it showed that the stents were in the correct position without displacement, and all three branches of the aortic arch were unobstructed, however an intramural hematoma had formed. A small endoleak was noted outside the stent graft. The 1st year follow-up cta examination after surgery indicated that the endoleak had completely disappeared. The intramural hematoma was mostly absorbed, and the lumen of the primary aortic dissection aneurysm had not enlarged further. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information received; it was noted that the endoleak type was unknown, possibly a type IV, type iiia or type ii a.4 updated d.4 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.